Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by PICC rn, "ultrasound froze up on me monday afternoon. I had to take out the battery twice. Yesterday I couldn't turn it off. I tried with the probe and the touch screen and nothing. My battery ending up wasting out because of that."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of freezing issues was unconfirmed. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation.

Event description:
It was reported by PICC rn, "ultrasound froze up on me monday afternoon. I had to take out the battery twice. Yesterday I couldn't turn it off. I tried with the probe and the touch screen and nothing. My battery ending up wasting out because of that."